Event description:
It was reported that during a tumor ablation procedure, the laser was being used through a semi rigid scope when a spark appeared at the bottom end of the scope where the physician was holding the laser fiber in order to minimize movement. The fiber had snapped, as it was entering the scope thus breaking into two parts. The fiber parts were recovered; however, the physician suffered a minor singe on the tip of the of its right thumb. No treatment was required. The procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during a tumor ablation procedure, the laser was being used through a semi rigid scope when a spark appeared at the bottom end of the scope where the physician was holding the laser fiber in order to minimize movement. The fiber had snapped, as it was entering the scope thus breaking into two parts. The fiber parts were recovered; however, the physician suffered a minor singe on the tip of the of its right thumb. No treatment was required. The procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.